Event description:
It was reported that the closure cap of an eva tpn bag was open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection of the unit revealed that the vented luer cap was loose in the overpouch. The cause of the condition could not be determined with the provided information. The condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.